Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no non-conformities were found. Analysis of the returned lead found it had been cut during the explant procedure resulting in a stimulation end segment (47.2cm) and a terminal end segment (3.4cm).

Event description:
Related manufacturer report numbers 1627487-2021-17649, 1627487-2021-17651. It was reported that the patient noticed some pus at the lead site. It was confirmed that there was an infection at the lead site. In turn, surgical intervention was undertaken wherein the system was explanted. The patient is currently hospitalized and on IV antibiotics.